Event description:
It was reported that the patient experienced recurring incontinence after the artificial urinary sphincter (aus) was activated in (B)(6) 2019. The patient felt that the device had not made a difference in his continence since the rate at which he was leaking urine and needed pads all the time to keep him dry. He also stated that there is something wrong with the device. The patient was sent activation/deactivation video and further instructions to activate the aus in case it had not been fully activated. He watched the video and tried the alternate method and that did not help the device work properly. He believed that the cuff was closing off the urethra for some reason and no fluid was moving to the lower pump area even after holding the button down for 1 minute. The patient scheduled appointment with his doctor to discuss the issue. At the visit, the doctor was able to activate the device and told the patient to give it a few days to see how well it is controlling the leakage. He was also told that the aus would cut back the number of pads used, but it would not eliminate them completely. No further complications were reported in relation to this event. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.